Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump¿s okay button had to be pressed hard to make it work. Also the screen had rainbow effect making it hard to see, crack on the back and had rejected new batteries. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. The power management graph confirmed the unloaded voltage and loaded voltage were within specific range. No replace battery alert noted during testing or in the device trace download. No unexpected partial display or missing display anomaly noted. All buttons functioning properly. No damage in the keypad assembly noted. Connector on electrical board was inspected and properly connected. The following were noted during visual inspection: pillowing keypad overlay. (B)(4).